Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the inflation lumen, on the loosely folded balloon, shaft and hub, consistent with a separation while in the patient anatomy. The balloon was returned broken from the proximal seal. The fracture face was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue. The balloon was inverted over the tip. The proximal marker was smashed and stretched. There were two kinks in the inner member 1 mm and 2 mm distal to the proximal marker. There was a kink in the support mandrel 3 mm distal to the guide wire exit notch. There were multiple bends in the hypotube for a length of 92 cm. Factors which can contribute to deflation issues include, but are not limited to, lesion characteristics, patient anatomical morphology, pre-dilatation strategy, deflation technique, inadequate connection to the indeflator, or contamination in the inflation lumen. It was reported the catheter was inflated successfully prior to the deflation issues and there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. If the balloon was not completely deflated during retraction, this would contribute to resistance with the guiding catheter and if force was applied in the attempt to remove the catheter, this would have contributed to the shaft separating, the balloon folding over itself and the smashed marker. Additionally handling during the procedure likely contributed to the noted kinks and bends. However the initial cause of the difficulty deflating the balloon could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. Due to the condition of the returned product, a conclusive cause for the reported difficulties deflating the balloon could not be determined; however the shaft separation appears to be related to the operational context of the procedure. All dilatation catheters are 100% visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.

Event description:
It was reported that after successful post-dilatation of a stented lesion in the right coronary artery, described as not tortuous or calcified, the balloon would not deflate. An attempt was made to re-inflate the device, but this was unsuccessful. The balloon was intentionally ruptured inside the stent, by increasing the pressure. The catheter was then able to be removed from the patient. During the attempts to deflate the balloon, the patient began experiencing bradycardia which resolved once the balloon was ruptured. No additional information was provided.